Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a wedge/segmental resection, when firing to lung parenchyma, the surgeon started to fire a powered stapler handle with a reload and the device stopped on the halfway. UDI number is not available. The event occurred in use for patient. The procedure was completed with another device. The patient gender is not available. The patient age is not available. The patient weight is not available.

Manufacturer narrative:
(B)(4).